Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler 60 instrument and failure analysis (fa) has completed their investigations. The fa investigation was able to replicate/confirm the customer reported complaint "the stapler was also noted to be closing only approximately 1/2 way at the time of the message". The primary failure of failed intuitive motion is related to the reported complaint. The instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips did not fully open. The root cause was not determinable/applicable. The I-beam sleeve was observed to be damaged when viewed through the clamp indicator window. The instrument was disassembled to find the orange I-beam sleeve damaged near the distal clevis. Based on visual inspection, firing failures that site experienced and subsequent initialization failure that occurred afterwards appears to be a result of a damaged I-beam sleeve. Closed coil spring at distal end of I-beam assembly appears to be bent proximal to the sleeve damage location. Cause of damage to I-beam sleeve is unknown at this point, however, it's possible that the I-beam sleeve is catching some internal components at the distal end during I-beam extension/retraction, causing increased friction that leads to eventual damage of the sleeve. Additional findings unrelated to the primary failure: fa confirmed but did not replicate the customer reported complaint "stapler indicated "stapler installation failed" message following 4th firing". The instrument was found to have a high drivetrain friction homing failure based on log review. The instrument was placed on an in-house system and passed during initialization. The root cause was not determinable/applicable. The instrument was found to have firing failures based on log review and during in-house testing. The instrument was fired when it was on the in-house system and partially fired with 49mm remaining. The root cause was not determinable/applicable. Signs of corrosion were found on the instrument bearings. Bearing found at the proximal end of the main tube exhibited orange discoloration. Root cause of this failure was attributed to mishandling/misuse. The instrument was found to have a jammed I-beam assembly. Unable to manually extend the I-beam all the way out. Root cause of this failure was attributed to a component failure. The instrument was found to have sleeve damage to the I-beam assembly. The instrument was found to have a torn wrist cover. The tear measured approximately 0.204". No missing material. Root cause of this failure was attributed to mishandling/misuse. A review of the instrument log of the sureform stapler 60 (part # 480460-09/ lot # t91211118- 0284) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 6 lives remaining. The alleged event occurred on the 4th use. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is considered as a reportable malfunction due to the following conclusion: failure analysis confirmed that the I-beam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer received "stapler installation failed" message following the 4th surefrom stapler deployment. The stapler was also noted to be closing only approximately half way at the time of the message. There was no reported injury. On 22-feb-2022, intuitive surgical, inc. (Isi) received mw5106973 stating: stapler indicated "stapler installation failed" message following 4th firing. The stapler was also noted to be closing only approximately 1/2 way at the time of the message. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was a sleeve gastrectomy. The instrument was inspected prior to use and no damage was noted. The surgeon had fired the blue stapler reload four times but the reported event occurred during the first fire while stapling stomach tissue. The surgeon was not stapling over clips, staples, or other hard material. A buttress was used. The target tissue was healthy and there was no calcification there were no malformed staples or fragments failing within the patient observed after the event and there was no patient harm or adverse event. The surgeon used another similar instrument to complete the procedure robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following text should replace the information originally provided in field b5: it was reported that during a da vinci-assisted gastric bypass procedure, the customer experienced an issue with a sureform 60 stapler that had partially fired. The customer stated that the surgeon had used four blue reloads and, on the fourth blue reload, the stapler partially fired to 7mm and stopped. The system generated a ¿tissue too thick¿ and ¿blade may be exposed¿ message on the screen. The customer stated that the surgeon attempted to use a green reload but had the same issue. The customer checked for stuck staples in the stapler¿s jaws but didn¿t see any. The customer stated that the stapler was used on arm 1. The customer then swapped out the stapler for a spare sureform 60 stapler and was able to fire blue and green reloads without issue. The technical support engineer (tse) reviewed the system¿s error logs and didn¿t see any stapler related errors present. The tse also recommended that the stapler be returned for analysis. The procedure was completed with no reported injury. On 12-apr-2021, intuitive surgical, inc. (Isi) received mw5100134 stating: ¿following several uses the davinci sureform 60 stapler would no longer open all the way¿.